Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions after receiving a patient notifier. The cardiac resynchronization therapy defibrillator was attempted reading multiple times with a merlin programmer but kept receiving read error. It was noted that the device was in back-up vvi operation. The patient was brought into clinic and the device was restored to its normal functions. No patient symptoms were noted.